Event description:
Information was received that the cadd solis vip pump is under pumping. No reported adverse effects.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found no evidence of reported problem. During investigation the pump was visually inspected and was tested for any signs of function and pressure failure. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Based on the investigation results, no corrective actions will be taken. The root cause of the reported problem is unknown.